Manufacturer narrative:
The farawave pulsed field ablation catheter has been received at boston scientific's post market laboratory where it is awaiting analysis.

Event description:
It was reported that during a pulse field ablation (pfa) procedure to treat atrial fibrillation a farawave pulsed field ablation catheter was used. The left sided pulmonary veins were ablated, then the catheter was removed from the body to be prepped again. When inserting the catheter again to ablate the right sided pulmonary veins the guidewire could no longer be advanced through the guidewire lumen. The catheter was removed from the patient and deployed to the basket and flower shapes three times, then the guidewire could advance freely again. After the cti ablation it was observed that part of the catheter was hanging loose from the rest of the device, the middle portion of the catheter had a bend in it. The procedure was completed successfully with the same catheter and guidewire. No patient complications were reported. The farawave pulsed field ablation catheter has been received at boston scientific's post market laboratory where it is awaiting analysis.

Event description:
It was reported that during a pulse field ablation (pfa) procedure to treat atrial fibrillation a farawave pulsed field ablation catheter was used. The left sided pulmonary veins were ablated, then the catheter was removed from the body to be prepped again. When inserting the catheter again to ablate the right sided pulmonary veins the guidewire could no longer be advanced through the guidewire lumen. The catheter was removed from the patient and deployed to the basket and flower shapes three times, then the guidewire could advance freely again. After the cti ablation it was observed that part of the catheter was hanging loose from the rest of the device, the middle portion of the catheter had a bend in it. The procedure was completed successfully with the same catheter and guidewire. No patient complications were reported. The farawave pulsed field ablation catheter has been received at boston scientific's post market laboratory where it is awaiting analysis.

Manufacturer narrative:
The farawave pulsed field ablation catheter was returned to boston scientific for analysis. Upon receipt at our post market quality assurance laboratory the catheter underwent visual inspection, functional testing, and dissection. No outer abnormalities were observed. An attempt to insert a new guidewire was made and it was unsuccessful. The deployment mechanism seemed to be damaged due to the returned condition of the device. The slider switch was deployed while the spline cage remained undeployed, therefore deployment of the catheter was not possible. The catheter was dissected to further inspect the guidewire lumen damage and to look for any other potential abnormalities that could contribute to a deployment issue. Dissection of the device revealed damage in the guidewire lumen near the hypotubes. The reported clinical observations were confirmed by the analysis results.